Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, difficulty crossing the lesion occurred. Vascular access was obtained via the right femoral artery. The 3.0 x 20mm, eccentric, de novo, 85% stenosed target lesion was located in the mildly tortuous, severely calcified left circumflex artery (lcx). The physician advanced a 3.0 x20mm promus element stent delivery system (sds) to the lesion but could not cross. The procedure was completed with another 3.0 x20mm promus element sds. There were no reported patient complications and the reported patient status is stable. However, the returned product analysis revealed that the stent dislodged from the delivery system.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual examination identified that the stent was not on the balloon, or returned with the device. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).